Event description:
The patient called lifescan (lfs) and aleged that the meter would not power on. Patient reported that the last time that patient tested on the meter was a few days prior . Patient reported that at one time patient began to feel nervous. Patient did receive insulin from a medical professional, however, the blood glucose level at the time is not known. The patient stated that patient does not remember the result; only that it was high. It is not known if the patient was taking their medications, if any, as directed or if adjustments were made. The patient stated that they were using the correct brand of test strips, the battery was correctly installed and less than 1 year old; and the battery contacts were in good condition. The issue was not resolved with troubleshooting. Based on the information provided, there is evidence of a meter malfunction, however, there is no evidence of a serious injury. Medical affairs attempted unsuccessfully to reach the patient for more information. A letter has been sent as a second attempt. A replacement meter has been sent to the patient.